Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in clinic for follow-up. Post sensed t-wave oversensing was observed. The device was reprogrammed and remains implanted.